Event description:
It was reported that the patient with this pacemaker system underwent a percutaneous coronary intervention (pci) due to a left anterior descending coronary artery stenosis. During the procedure, loss of capture (loc) was exhibited on this right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.